Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 9023828. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing. Two retained samples passed a leakage test. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that during use of the bd intima-ii¿ closed IV catheter system there was an issue with needle backing out of the insertion site. The following information was provided by the initial reporter, translated from chinese to english: the patient was admitted to the hospital on october 27 due to abdominal pain for 2 days, and was given infusion for anti-infection, analgesia, and maintenance of internal environment stability. Therefore, indwelling needle was selected to establish intravenous infusion channel. On november 14, the patient received intravenous infusion with indwelling needle without any abnormality, and the infusion was successfully completed. On november 15, after using the indwelling needle, the needle's eye(the insertion site) exuded during infusion, and the indwelling needle dropped slowly. Such events may delay treatment and increase the risk of infection by infusion. After the infusion, the needle was removed and the indwelling needle was implanted again for infusion. During the infusion, the patient was monitored closely and no obvious abnormalities were observed until the end of infusion.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd intima-ii¿ closed IV catheter system there was an issue with needle backing out of the insertion site. The following information was provided by the initial reporter, translated from (B)(6) to english: the patient was admitted to the hospital on october 27 due to abdominal pain for 2 days, and was given infusion for anti-infection, analgesia, and maintenance of internal environment stability. Therefore, indwelling needle was selected to establish intravenous infusion channel. On november 14, the patient received intravenous infusion with indwelling needle without any abnormality, and the infusion was successfully completed. On november 15, after using the indwelling needle, the needle's eye(the insertion site) exuded during infusion, and the indwelling needle dropped slowly. Such events may delay treatment and increase the risk of infection by infusion. After the infusion, the needle was removed and the indwelling needle was implanted again for infusion. During the infusion, the patient was monitored closely and no obvious abnormalities were observed until the end of infusion.